Event description:
Healthcare professional reported "rupture" via ultrasound. This record is for the left-side. Device remains implanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h1, h6.

Event description:
Healthcare professional reported "rupture" via ultrasound. Later healthcare professional reported "device was not ruptured". This record is for the left side. Device was explanted and replaced. The device will not be returned.